Manufacturer narrative:
No issues were observed for low bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by a continues glucose monitoring (cgm) system on (B)(6) 2017. User requested bolus without entering current bg level and still had insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board (iob) could lead to a low bg event. There was no indication that the insulin pump caused or contributed low bg levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, cartridge change errors with multiple cartridges during the load process. Customer's blood glucose level was 66 mg/dl, which was addressed with glucose tablets. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.